Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was tested using the system. The iesu energized, cauterized and recognized instruments. The iesu will be returned to the original equipment manufacturer.

Event description:
It was reported that during a da vinci-assisted sliding hiatal hernia surgical procedure, the customer informed the technical support engineer (tse) the issue with the foot pedal activating instruments was persisting. The tse assisted the customer through disconnecting the foot pedal in the vision side cart (vsc) drawer. The procedure was completed at the time of the call. The customer explained the staff would swap out the vsc for a second vsc as they frequently utilize the vsc foot pedals. The customer requested a field service engineer to follow up. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the nurse informed there is no additional information to provide. All information was given to dvstat at time of incident. I replaced the vision monitor with another vision monitor until the repair was completed.